Manufacturer narrative:
Correction made to b5: it was reported that the packaging of three (3) minicaps were damaged; further described as "open from the envelope". The quantity was previously submitted as one (1). The actual device was not available; however, three (3) photographs of the samples were provided for evaluation. A visual inspection noted the packages presented some openings on the periphery of the package. In the contour or periphery of the package, the characteristic mark of having formed the seal between the formable paper and the printed paper was identified. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a minicap was damaged; further described as "open from the envelope". This was noticed before use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.